Event description:
On (B)(6) 2010, it was initially reported that the pt had woke up that morning with a large lump in her neck at the location of an implanted lead(s). It was noted that there was no known accident or incident that occurred, that could be related to the issue. The pt was at home in fair condition. On (B)(6) 2010, it was further reported that the pt was last seen by their physician on (B)(6) 2010. At that time, the pt had neck and lower back pain. Previously on (B)(6) 2010, the pt visited an ER in which severe pain was presented in the location of their shoulder and right arm. The pt underwent surgery for issue resolution. On (B)(6) 2010, it was noted that the pt's paddle/lead had slipped in her neck. The lead had been explanted on (B)(6) 2010, and the pt was doing fine.

Manufacturer narrative:
(B)(4).